Event description:
As reported by the edwards field clinical specialist, during a transapical tavr procedure, the delivery system would not cross the native aortic valve. The 20mm balloon aortic valvuloplasty (bav) catheter crossed the native valve without difficulty. The physician verified with tee that the delivery system was not entangled in the mitral valve (mv) and no mitral regurgitation was noted. Multiple bav inflations were performed via a transfemoral approach; however, the delivery system still could not cross the native aortic valve. At this point, the nose cone of the delivery system was across the aortic valve and could not be retracted back into the left ventricle. A sternotomy was performed and the delivery system was removed surgically and savr performed. The patient remained stable throughout the tavr and surgical avr procedure. The patient was noted to be awake, extubated and not on any drips one day post tavr. Per the implanting physician, after examining the anatomy, he felt that the difficulty crossing the native aortic valve was due to the angulation of the sheath (pointing directly at the mv) and the severity of the calcified native aortic leaflets. The physician also stated that there was damage to the anterior leaflet of the mv. The physician did not think that the damage to the mv was caused by entanglement in the chordae tendinae, but rather was caused by the buckling and kinking of the delivery system against the mv during the attempts to cross the native aortic annulus. The native aortic annular diameter was 19mm by tee. The native aortic valve was severely calcified. There was severe mitral annular calcification (mac). The image intensifier angle was described as good.

Manufacturer narrative:
The device was not returned for evaluation as there was no allegation of device malfunction. Per the instructions for use (IFU), cardiovascular or vascular injuries, such as perforation or damage of vessels, ventricle, myocardium or valvular structures that may require intervention are potential adverse events associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The instructions for use (IFU) and the procedure didactic detail the steps necessary to successfully cross the native valve and align the transcatheter heart valve. Several factors can make it difficult to cross the native valve, including heavy calcification and a kinked flex catheter. In this case, the cause of the difficulty crossing the native valve cannot be confirmed. However, per the implanting physician, a combination of patient (severe native aortic valve calcification) and procedural (suboptimal angulation of the sheath pointing directly at the mv) factors likely contributed to the event. The damage to the anterior leaflet of the mv was thought to have been caused by the buckling and kinking of the delivery system against the mv during the attempts to cross the native aortic annulus. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.